Event description:
The patient reported dizziness followed by an electric shock from the right ventricular (rv) lead. Whether the shock was appropriate or inappropriate could not be determined. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4574 implantable pacing lead 2013-(B)(6). (B)(4).